Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor displayed a svc code 205. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (monitor resetting) has been confirmed. As received, the monitor would not power on. Upon eval, the monitor failed to program. The cause of the failure to program has been isolated to flash memory components (u102 and u105) computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.